Event description:
User reported false positive result. Negative pcr and negative rapid antigen tests the same day. Report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00662, 3014862188-2021-00667 test 2,3 of 3). User also reported to the FDA, mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr and negative rapid antigen tests the same day. Report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4) . Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-00662, 3014862188-2021-00667 test 2,3 of 3). User also reported to the FDA, mw5104574. This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00662, 3014862188-2021-00667 test 2,3 of 3). User also reported to the FDA, mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr and negative rapid antigen tests the same day. Report 1 of 3.